Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose and insulin squirting out during manual prime process. The customer¿s blood glucose level was 422 mg/dl. The customer¿s other blood glucose level was 389 mg/dl. Customer states they are unable to exit the preparing to prime loop. The customer stated that they did receive the beeps but the numbers did not appear on the screen. The customer stated that they were not wearing the insulin pump during priming and previously saw a gap between the piston and reservoir stopper during prime. Customer stated that insulin did not continue to drip after letting go of the act button and motor did not slow down nor did numbers ramp up on the screen. The drive support cap appears normal. The insulin pump will be returned for analysis.